Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted.

Event description:
It was reported that this right ventricular (rv) lead exhibited shock impedances out of range greater than 125 ohms. A gradual rise with calcification was noted. Technical services (ts) recommended to increase the out of range alert to 150 ohms and monitor. Ts noted that lead replacement should be consider if measurements reach greater than 150 ohms. This lead remains in service. No adverse patient effects were reported.